Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The inability to cross appears to be related to the heavily calcified anatomy. There does not appear to be any indications of a product quality problem. The device interaction with heavily calcified anatomy may have been a contributing factor of the stent dislodgement. Based on the case description, a definitive root cause for the stent dislodgement cannot be determined.

Event description:
Reporting status: serious injury - medical intervention / permanent damage. Reporting rationale: stent remains in pt. Device issue: stent dislodgement. It was reported that the procedure was to treat a near total occlusion in the rca, with heavily calcification. The lesion was pre-dilated and during the attempt to place the vision stent, the stent dislodged. A balloon and snare device were both unsuccessful in retrieving the stent; therefore, the stent remains in the pt. No pt effects were reported. No add'l event or pt info is available.